Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer who was implanted on (B)(6) 2016 had an intracranial hemorrhage on (B)(6) and the device was explanted that same day. The hcp was unaware of any factors that could have caused this or any diagnostics or troubleshooting that were performed. The device was going to be replaced in the future but the consumer died on (B)(6) as a result of the hemorrhagic stroke.

Event description:
Additional information received from the healthcare provider (hcp) reported the intracranial hemorrhage was related to the lead placement. The consumer was in critical care and wasn't able to be weaned off of the ventilator and the family decided to discontinue care. The consumer died in critical care due to the after effects of the stroke. An autopsy was done, but they didn't have the results.

Manufacturer narrative:
Corrected information: sex, date of birth.